Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported that the impella optical sensor was not recognized even when the pump was connected to the automated impella controller (aic). The aic was replaced and the issue was resolved.